Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-00736. It was reported the patient experienced ineffective stimulation. X-rays revealed the patient¿s leads implanted at l3 and l4 had both migrated. To address the issue, the physician explanted and replaced both of the leads. Postoperatively, effective therapy was restored.